Event description:
Hill-rom received a report a hill-rom technician stating the beds scale is not weight accurate. The bed was located at the account room 232. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale inaccurate due to an inoperable load cell number 3. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the load cell number 3 to resolve the issue. Based on this information, no further action is required.